Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT) abdomen: "inferior vena cava: an inferior vena cava filter is present, tip present near the level of or slightly above the takeoff of the renal arteries. The apex is tilted and closely abuts the anterolateral wall of the inferior vena cava. There are at least four struts present distally which perforate the wall and are present within the adjacent fat. The anterior strut closely abuts the posterior wall of the uncinate process of the pancreas. No definite strut fracture or discontinuity is seen". Per a CT (2) abdomen: "filter type: cook gunther tulip. Ivc stenosis: none. Filter position: below the level of the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: none. Filter penetration: yes, see impressions. Other findings: none. Impressions: the filter is not tilted but the cone of the filter is against the anterior wall of the ivc. Axial image 64. The anterior strut penetrates 7 mm through the ivc wall. Sagittal image 73. The left strut penetrates 5 mm through the ivc wall. Coronal image 64. The posterior strut penetrates 5 mm through the ivc wall. Sagittal image 74. The right strut penetrates 8 mm through the ivc wall. Coronal image 63.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-00072. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Occupation: non-healthcare professional. The following allegations have been investigated: pulmonary embolism, vena cava/organ perforation, tilt, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the unspecified common femoral vein due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava and organ perforation. Patient further alleges fear.